Event description:
Five (5) days after the index procedure, the patient went into a state of cardiogenic shock with a blood pressure of 30/60 mm hg. Coronary angiography was done and thrombus was observed in the previously implanted cypher and vision stents. Total occlusion was observed of the vessel at the level of the first (1st) diagonal. Peripheral cardiopulmonary support (pcps) and intra aortic balloon pump (iabp) devices were inserted. Aspiration of the thrombus was conducted and also ptca with a voyager 2.0/15mm balloon at 8 atm for 20 sec. The patient expired approximately seven-eight (7-8) hours after the intervention to treat the thrombosis. No information regarding an autopsy result or cause of death was available.